Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned phaco handpiece revealed no visual nonconformities. The returned phaco handpiece was connected to a calibrated vision system. System message (sm) [tune failed ¿ handpiece current low (open circuit)] displayed when the phaco handpiece attempted tuning. During functional testing of the handpiece, the sample exhibited a failure mode related to phacoemulsification performance issues. The reported event of phaco performance issue was confirmed via testing. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. The reported event of system message (sm) [ultrasound (u/s) hp failure - handpiece current low (open circuit).] Was unable to be confirmed. Unrelated to the reported event, (sm) [tune failed ¿ handpiece current low (open circuit)] was observed during testing. However, how or when the nonconformity occurred remains inconclusive. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event of phaco performance issues can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The root cause of the reported event of (sm) [u/s hp failure - handpiece current low (open circuit).] Is inconclusive. An internal investigation was opened to address the fusing of the crystal stack. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
With no additional, related information provided and no sample received at the investigation site for evaluation at this time, the customer reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic handpiece (hp) stopped working in phacoemulsification mode. The surgery was completed by using alternate hp with no reports of patient harm.